Event description:
This lead was capped and replaced due to noise and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.